Event description:
A ten blade broke into 2 pieces during a medial arthrotomy for a right total knee. The scrub tech was able to retrieve the pieces from the surgical site. As she removed the blade from the handle the blade broke into smaller pieces.